Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: they take off the instrument outside because the jaws were not close into tissue. The jaws not open neither close, remain static. There was no physical damage observed on the instrument and there was no material broken off/ missing from the portion of the device that enters the patient¿s body.